Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. In our process the corresponding documents were analyzed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Event description:
(B)(6) 2025 patient during intravenous therapy for treatment, an intravenous three-way connector was required. During use, a small amount of fluid leakage was observed during infusion, preventing proper connection between the infusion set and the three-way connector. The three-way connector was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.